Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that impedances were between 555 and 1820 ohms with the exception of electrode 3 which was greater than 4,000 ohms. The high impedances were measured at the follow up appointment after a replacement procedure. It was noted the device was programmed to 2+, 1-, 0+. The patient felt better than before, but ¿not better than right after the first implant.¿ a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-19542. The high impedances at electrode 3 were present prior to the implantation of the device captured under this report. The referenced report pertains to the previously implanted system.